Event description:
The anterior cut to place the femoral implant, was performed with a cut block of which the placement was guided by the device. A notch in the anterior cut for the femur was noticed during surgery after the cut was performed. The femur implant is placed in extension. The reporter reported a good fit of the guide. No blood loss, delay during surgery or other injury was reported.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The pre-operative plan was reviewed and approved by the physician. The received info indicates the angel wing was not used to verify absence of notching as indicated in the surgical technique. A definitive cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed.